Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -14.0/3.5/074 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. Lens rotation not associated to a low vault was observed. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5 - "blurred vision, residual refraction, and lens rotation not associated to a low vault was observed." Should be added to initial MDR. H6- medical device problem code: 1401 - misfocusing added to initial MDR. H6- clinical code: 2137 - blurred vision added to initial MDR claim # (B)(4).